Event description:
Report received from (B)(6) stating that the device needed service. It was found to have hose damage and vibration. It is unknown if the device was used in surgery. It is unknown if medical intervention occurred. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).